Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer dispatched to evaluate unit and found that the lithium ion battery installed in slot 1 was discharged. An attempt to charge it again failed. An inspection of the power management board revealed a defect, and it was determined that a part replacement was necessary. The power management board was faulty and was replaced. Device cleared for use. The failure analysis and testing department received the part associated with this complaint: edm power management board. This part was received with a reported unit failure message of battery not charging in slot 1. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed power management board into the cardiosave test fixture and tested to the factory specifications per procedure. The fat dept. Replicated the failure message of battery not charging in slot 1. Power management board failed testing. Sending power management board to the supplier for further investigation per procedure. The following was submitted by maquet failure analysis and testing dept. (Fat). Failure analysis received from the supplier for the part. They stated: 1. Perform visual check result: no abnormality found 2. Board was re tested at fct result: failed step 8.2.4 +12v fan voltage regulation 3. Perform troubleshooting on the board found q22 defective root cause for this part is the defective q22. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
During installation check prior to delivery to hospital, a charging malfunction caused by a defective power management board was identified. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.